Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable results for multiple assays for qc material and patient samples on (B)(6) 2016. The customer could not provide the specific date of testing. The total number of samples involved was unclear. Data was provided for three samples. Sample 1 initial gluc3 glucose hk result was 3 mg/dl with a data flag and the repeat result was 130 mg/dl. Sample 2 initial alb2 albumin gen.2 result was 0.2 g/dl with a data flag and the repeat result was 3.6 g/dl. Sample 3 initial crep2 creatinine plus ver.2 result was 0.06 mg/dl with a data flag and the repeat result was 1.39 mg/dl. The patient was redrawn and the result was 1.36 mg/dl. The initial results were reported outside the laboratory. The patients were not adversely affected. The reagent lot numbers and expiration dates were: glucose: 17931601; 11/30/2017, albumin: 14860301; 08/31/2017, creatinine: 17200701; 04/30/2017. The field service representative found there was possibly a clogged sample probe. When he contacted the customer, the customer stated the instrument was working without issues and all qc results were good. The field service representative instructed the customer to perform air purges and clean the probe. A specific root cause could not be determined. Additional information for further investigation was requested, but it was not provided. Based on the provided calibration, qc and analyzer data, a general reagent or instrument problem was ruled out.